Manufacturer narrative:
Mfg. Site name - (B)(6) medical. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. The voluntary user medwatch number is mw5071219.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a tension-free vaginal tape procedure performed on an unknown date. According to the complainant, on (B)(6) 2017, the patient had mesh erosion. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.